Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medstation was stuck during the installation of updates. The field service engineer (fse) shut down the device, reimaged the medstation, synchronized it with the server, and verified that the system completed setup and returned to operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on a blue screen, the application was not launching, and the station was not communicating. The customer attempted to reboot the station, but it did not resolve the issue. There were no adverse events or injuries reported based on this event.